Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the iipv event. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 20:05:48. During night drain cycle four, the patient's ultrafiltration reading was 1796 ml, indicating the home patient drained 1796 ml more than their maximum programmed fill volume of 2400 ml. No additional information is available.